Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and cough on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer's blood glucose at the time of call was 147 mg/dl. The customer experienced symptoms such as shortness of breath and feeling like she was going to pass out. The customer was treated with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose level. Based on customer report customer does not allege pump was under delivering the customer was wearing the insulin pump during the hospitalization. Customer is not calling back to perform an high pressure test . The insulin pump will not be returned for analysis.